Event description:
The MFR received info from a third party service center alleging a ventilator's blower motor did not work. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.